Event description:
One week after surgery, it was found that the set screw was looseing. The pt has no reports of any complications. It has been reported that no revision surgery is planned at this time.

Manufacturer narrative:
Device has not explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.